Event description:
It was reported that during a da vinci prostatectomy procedure, a monopolar curved scissors instrument scissors broke during surgery at the level of the articulation. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tube extension was broken and missing a .2665 x .2535 piece at the proximal clevis interface. The clevis was dislodged from tube extension. Electrical continuity testing was performed and passed. The instrument was unable to be tested further due to the damage. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional finding was a scratch on the distal end of the main tube showing light material removal and a rough surface finish. The scratch was .0265 - .103 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasion with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.